Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument had a broken conductor wire (black). The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Visual inspection revealed no damage to the conductor wires. The instrument also passed the continuity test. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use, and nothing was out of the ordinary. The issue happened during the procedure. The customer did not know if the instrument collided with any other instrument or tool during the procedure. There was no injury to the patient due to the issue and the customer has not returned to the hospital due to any complications. No patient demographic information was provided. Regarding the broken conductor wire - failure analysis was not able to confirm nor reproduce the reported complaint. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.